Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the system was explanted due to infection. The patient was stable post-procedure.

Event description:
New information received notes infection was systemic. No evidence of pocket erosion. Physician does not allege infection was procedure or device related. A new system was not implanted.

Manufacturer narrative:
Analysis was normal. No anomalies were found.